Event description:
Bioglue surgical adhesive was implanted into a pt of unknown age and previous medical history in 2005. Surgical procedure was performed on a pt with recurrent pneumothorax. The pt had severe emphysema and large apical bullas were removed during the procedure. Following the procedure. A gia stapler and 5-0 proline sutures were used along the resection line. Additionally, bioglue surgical adhesive and tisseal were used as adjunctive sealing agents in order to prevent air leaks (no an indicated use within the united states). The pt was closed and the anethesiologist noted a severe drop in blood pressure. A generalized rash was also observed across the extremitites and thorax of the pt. The pt was immedilately treated with neo-synehrine, sterolids, and benedryl with restoration of a normal blood pressure and clearing of rash. While in recovery, the pt experienced a second episode of rash and hypotension, which was adequately treated and resolved without further sequelae. The pt was referred to an allergist. The allergist performed skin testing with all products used during the surgical procedure. The pt had a positive reaction to bioglue surgical adhesive. The pt returned for a recent follow-up visit and is said to be doing well. The surgeon has advised the pt to obtain a medic alert bracelet.